Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported the cardioplegia pump would not function as expected. The user was unable to restart the pump by pressing the start/stop button. The hosp trained biomedical engineer analyzed the computer activity system logs and found many occurrences of a component not making contact. The biomedical engineer reported the failure was intermittent in nature. No other details regarding the event were provided. There was no reported adverse consequence to a pt as a result of this event.